Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported intermittent failure of the remote control. No other info was provided. Pt impact is unk. Add'l info has been requested but none has been received to date.